Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0hay0, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had their implant done 11 days ago and they were urinating blood 4 days after surgery and that had come back for the last couple of days. The patient was advised to contact their health care provider¿s (hcp¿s) office as soon as possible. The patient had blood in their urine especially when they first urinated in the morning and it had been like that since 3 days after implant. The patient had been on cipro for the last 5 days and was in more pain than they imagined. The patient wanted to know if they should go to the emergency room (ER) or if they would be okay. The patient couldn¿t reach their hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.